Event description:
Ous MDR - it was reported that this pacemaker could no longer be interrogated. This is all of the available information that was provided to us. If additional information becomes available, this event will be updated.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the pacemaker housing. Next, the pacemaker was interrogated. Interrogation was only possible by manually selecting the implant from the implant list. During the manual status interrogation, a warning was displayed at the programmer with the note that the implant is in safe mode and re-initialization is required. The memory content of the pacemaker was checked. The check showed that the pacemaker had detected damaged memory content and subsequently switched to the safe mode. In general, the device is capable to detect a damaged memory region and then to switch to the safe program, in which an antibradycardic therapy function is ensured. A corresponding warning message is displayed to the user during interrogation. The damaged memory content was corrected in the further course of the analysis. After the re-initialization had been performed, the implant functioned according to expectations. The pacemaker's ability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were proper. The pacemaker showed a behavior according to specifications in regard to its therapy function. In summary, the analysis of the pacemaker identified damaged memory content. The cause for the damaged memory content could, however, not be determined. It cannot be ruled out that external influences, such as strong electromagnetic fields contributed to it. There was no material defect or manufacturing error.